Event description:
On (B) (6) 2008, the pt reported she continued to get the e4 (occlusion) alarm on her insulin infusion device and, when she investigated, she noticed insulin inside the cartridge chamber. To troubleshoot, the pt was instructed to disconnect from her headset and remove the insulin cartridge. She stated the bottom of the cartridge was wet and there was a strong smell of insulin. She said about "five or six units of insulin" spilled into the chamber. She was advised to dry out the chamber with a cotton swab which she successfully did. On follow up with the pt on (B) (6) 2008, she said her infusion device was completely dry and had not given any further occlusion alarms. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.